Event description:
It was reported that the right atrial (ra) lead had dislodged. During an interrogation, the lead testing was normal. However, a chest x-ray was performed and found the lead had dislodged. Another lead test was conducted. The lead had low sensing and high capture thresholds. The lead was repositioned. No additional adverse patient effects were reported.